Event description:
The customer returned the endoeye ii, high definition autoclavable telescope for repair evaluation of ¿green stripes on the image¿. The customer reported problem was found during reprocessing. No patient or procedure was involved. The device evaluation identified a reportable malfunction as a colored (green) image was detected due to a defective charged coupled device unit. No impact to patient or other has been reported.

Manufacturer narrative:
The device evaluation could not reproduce the customer¿s reported issue, however, a colored image problem was detected and was isolated to a defective charged coupled device unit. The evaluation also noted a cracked coverglass at the distal end of the outer tube. A review of the manufacturing and quality records (DHR) for the affected serial number was reviewed without detecting any non-conformities or deviations regarding the described issue. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was damage to the charge-coupled device (ccd) holder assembly. Olympus will continue to monitor field performance for this device.